Event description:
It was reported by the patients legal representative that the patient underwent a bilateral m2a magnum hip replacement on an unknown date. Right hip revision procedure was performed on (B)(6) 2014 due to unknown reasons. This report is based on allegations set forth in patient's notice and the allegations therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown; implant date - unknown; manufacture date - unknown. This report is based on allegations set forth in patient's notice and the allegations therein are unverified.